Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that it shut down in case and had to restart. Therefore, there is a loss of image.